Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to oversensing of non-physiological noise. Technical services (ts) analyzed device episode data and found that this occurred in the primary vector and the r-wave signal amplitude was low at 0.8mv. Further testing in clinic was recommended including isometrics. After testing in clinic, this system was reprogrammed to the secondary vector with good signal. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.